Manufacturer narrative:
Due to infection this device will not be returned for analysis. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported the device was explanted due to infection.